Event description:
Patient's relative reported the patient has worn oasys for astigmatism for 3 years. On (B)(6)2010, the patient inserted a lens at noon then removed it 6 hours later due to burning, itching and swelling. The patient reports waking at 3am with pain, tearing and the left eye "swollen shut" and red. The patient attempted to self treat with lubricant drops for the next day but on (B)(6)2010, the patient went to an eye care provider for treatment. The patient was prescribed vigamox but the eye continued to get worse. On (B)(6)2010, the patient sought specialist care and was dx with a corneal ulcer. The patient reported an "aggressive infection" and was prescribed vancomycin and fortified tobrex q30 min around the clock. The patient reports the condition continued to worsen through daily follow up appointments. On (B)(6)2010, some improvement was noted. Antibiotics were continued through (B)(6)2010. The patient reports a large permanent scar with significant vision loss os. Additional information requested from eye care providers but has not yet been received. If additional information is received, will report within 30 days of receipt. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed.